Event description:
The user received a questionable result for c4 tina-quant (c4) on the analytical p module for one patient sample. All c4 results reported in mg/dl. The initial result was 0.0. The sample was repeated five times which yielded results of 28.3 and 0.0 four times respectively. All c4 results of 0.0 were accompanied by data flags. The c4 result of 28.3 was reported outside the laboratory. The user reported a corrected c4 result of < 1.5. The user said the patient was an outpatient and could not determine if the patient was treated based on the erroneous c4 result reported outside the laboratory, but stated the patient was probably not treated. No adverse event has been alleged regarding this event. The reagent lot number for c4 was 62638401. Although the field service representative was unable to determine a cause he noted a probable clot in the sample as a contributing factor for the event. Performance tests were run which were acceptable.